Event description:
It was reported that the patient with this artificial urinary sphincter (aus) started experiencing urinary incontinence, which led to a surgical intervention approximately two months after the onset of symptoms. During surgery, it was determined that the device was no longer functional due to fluid loss. All components of the existing aus were explanted and replaced with a new aus. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.